Event description:
The customer reported that there was an intermittent communication failure error message. The system failed to perform fluoro and required and reboot. This resulted in intermittent, recoverable loss of system functionality. There is no report of a pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and replaced. The system calibration filed were reloaded. The system was tested and found to be working as intended and returned to service.